Event description:
It was reported that the insulin pump alarmed low battery when she took out the insulin pump due she was too tired to change the infusion set. Customer stated she got failed battery test after inserting the battery. Customer's blood glucose was unknown. The history alarm showed bad battery, battery out limit, low battery and low reservoir. The issue was resolved upon troubleshoot. The customer was assisted in prime process. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.